Manufacturer narrative:
Co found the 0332 implant to actually be a 0337 implant. No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was unavailable from the doctor's office.

Event description:
Dental assistant reported that an implant failed due to bone loss. Patient is reportedly fine. Patient is same patient as prior MDR report #m490954.